Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced abdominal pain and fever. The physician believed that the patient was septic resulting in increased heart rate and will investigate sepsis further. Attempt to obtain additional information from the field was unsuccessful. All available information indicated that the product remains in service. There were no additional adverse effects reported.